Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (guide block for 2 column plate 6 hole head/right, part number 03.111.600, lot number 11-9051). The received subject device was visual inspected. It was observed that the connection screw of the guiding block is broken as mentioned in the complaint description. The broken piece (threaded part) is jammed in the plate and is jutting out of the lower side. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in may 2011. Failure in material or production could not be detected. Based on the twisted fracture surface, which has a typical view of a force rupture, it is likely that a mechanical overloading during insertion of the connection screw caused the breakage. The more force that was applied could have arisen due to a blockage of the screw, which consequently makes the use of a screwdriver useless. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number provided was not able to be verified. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for distal radius fracture took place. The screw of the guiding block was idling when the surgeon tried tightening it up to the plate by using a driver. He then found that the screw was broken and the tip of the screw remained in the plate. As the tip was not removable from the plate, it was decided to use a spare plate to complete the surgery successfully. No surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.